Manufacturer narrative:
The technician isolated the issue to the head section dampener. He replaced the dampener to repair the bed.

Event description:
Information received indicates the head section stays in the upright position and will not lower using CPR.